Event description:
Customer reported the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
Ge representative evaluated the system and replaced the eprom and sram cards. No patient injury was reported.